Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos revealed a bubbled and deformed catheter body near the juncture hub. The customer also returned one, 3-lumen PICC for analysis. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub. Signs of use in the form of biological material were observed on and within the catheter. Microscopic examination confirmed the damage and revealed that the appearance of the rupture is consistent with pressure-related breakage. Deformation and stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over-pressuring within the catheter. Due to the rupture, it was observed that the catheter body was also partially flattened and kinked adjacent to juncture hub. This likely occurred during the return of the sample for investigation. No defects or anomalies were observed with the extension lines. During functional testing, biological material was observed exiting the distal lumen. The hole in the catheter body measured 1/16" from the juncture hub. The total length of the catheter body measured 22", which is within the specification limits of 21.921"-22.171" per catheter product drawing. The catheter outer diameter measured 0.082", which is within the specification limits of 0.077"-0.084" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were individually flushed using a lab inventory syringe. The proximal and medial extension lines flushed as intended without any leaks or blockages observed. The distal extension line was flushed, and a leak was observed from only the rupture hole. An additional flush attempt was made with the rupture hole manually plugged, and biological material exited the distal end of the lumen. This is indicative of a potential blockage within the lumen due to biological material. R & d engineering was previously contacted regarding complaints of this nature. It was determined that the damage observed is consistent with over-pressurization of the catheter lumen while it is obstructed during use. Based on the functional testing performed on the returned sample, the obstruction was likely caused by biological material becoming lodged near the skive region, resulting in a partial blockage. Under these conditions, the applied pressure could not be relieved, leading to a rupture consistent with the damage shown in the investigation images. The IFU provided with the kit informs the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection. Ensure catheter patency prior to use , including prior to pressure injection." The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub. The appearance of the hole is consistent with damage due to over-pressurization within the catheter. During functional testing , biological material was observed to exit the lumen of the distal line which was the lumen that experienced the catheter body rupture. An occlusion within the catheter body could contribute to pressure build up within the lumen and an increased risk of catheter rupture. The IFU provided with this kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection". Based on the customer report and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "upon contrast insertion the PICC ruptured. Extravasation was noted coming through the dressing after the first powe r injection, so the PICC was not used for CT injection and a peripheral cannula was inserted to continue with the CT & power injection. The tear and significance of this was not picked up until the dressing was uncovered approximately 5hrs after when in ICU. Then a small tear was seen in the PICC just distal to the hub on the catheter (not in extension leg) in keeping with the lumen used for contrast. PICC was then removed." The PICC was unable to be used so a second power injection was given through peripheral access. Additional information received states " the PICC was not able to be used for a second CT scan power injection, so a peripheral cannula was inserted to do another scan. Patient now deceased as they were palliated due to their ongoing medical condition, being treated for an acute kidney injury from statin induced myositis. It has been confirmed that the device failure did not contribute to the patient's death, the patient was palliated and died due to their ongoing medical condition."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon contrast insertion the PICC ruptured. Extravasation was noted coming through the dressing after the first power injection, so the PICC was not used for CT injection and a peripheral cannula was inserted to continue with the CT & power injection. The tear and significance of this was not picked up until the dressing was uncovered approximately 5 hrs after when in ICU. Then a small tear was seen in the PICC just distal to the hub on the catheter (not in extension leg) in keeping with the lumen used for contrast. PICC was then removed." The PICC was unable to be used so a second power injection was given through peripheral access. Additional information received states " the PICC was not able to be used for a second CT scan power injection, so a peripheral cannula was inserted to do another scan. Patient now deceased as they were palliated due to their ongoing medical condition, being treated for an acute kidney injury from statin induced myositis. It has been confirmed that the device failure did not contribute to the patient's death, the patient was palliated and died due to their ongoing medical condition."